Event description:
The customer reported that during a laparoscopic hysterectomy, the device became stuck with the knife out on the vessel. It is unk how this device was removed. A second device was opened and the knife would not retract completely, causing the second device to get stuck as well. The surgeon had to cut it off. Upon receipt of the device, it was noticed that the knife edge and approximately 1/4 to a 1/2 inch of webbing was missing. The customer has reported that there was no injury to the pt.

Manufacturer narrative:
Tissue was found in-between the jaws and the jaws would not open. The jaws were cleaned and then opened. The tubes were clotted with blood. The blood inside the tubes may have contributed to the jaws not opening completely for the customer. Upon opening the device, the pinion gear was noticed to be broken. As a safety feature of the device, the pinion gear is designed to break if the knife is activated with the handle not fully closed. This prevents the knife from becoming exposed while the jaws are open. If the handle levers are not fully closed and enough force is applied to the knife mechanism, the pinion gear will break, as seen in this instance. Also, covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. Also noticed on the device was that the knife edge and part of the webbing was missing. These were not returned. It is possible the customer activated the blade on a hard object within the pt. The IFU for this device contains a warning to not deploy the cutter on clips, staples, and other metal objects to prevent damage to the cutter blade. The site was contacted multiple times in an attempt to discover the location of the broken blade and webbing.